Manufacturer narrative:
(B)(4). This complaint for a check supply line alarm was not confirmed. The used sample was not returned to baxter for evaluation. It was not possible to review manufacturing records because the lot number was not provided. The cause of the check supply line alarm, based on the information in the complaint, is an empty solution bag. Use error was reported; the caregiver disconnected a solution bag during therapy and attempted to reprogram therapy settings. These use errors did not cause the check supply line alarm, but rather occurred while the caregiver was trying to resolve the alarm. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the check supply line alarm is in progress through (B)(4).

Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) display during prime, the home patient (hp)'s caregiver (cg) stated that the hp disconnected the solution bag and reconnected it. The technical service representative (tsr) explained that the sterility of the set was compromised and advised to start over with new supplies. The tsr advised the cg to contact the peritoneal dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the use error, it was revealed that the issue was resolved, and the hp did not have injury or harm as a result. The nurse addressed the appropriate procedures with the cg.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.